Event description:
The circuit was in use on a child at home, mom noted heater did not appear to be working, therapist arrived to also find a hole (melted section) in the heated wire circuit. Ventilator used nocturnally, there was no report of pt injury.